Event description:
Customer was reported that they were in emergency room due to low blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. Customer did not provided any information about the symptoms due to high blood glucose. Auto mode was not on at that time. Customer alleged on insulin pump was over delivering. Customer feels ok with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.